Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a total hip on (B)(6) 2015. Following implantation patient developed a proximal femur fracture. A revision surgery consisted of taking stem and head out and securing fracture with dall miles 2.0 beaded cables. The surgeon reimplanted stem with a new biolox 2.5 head.

Manufacturer narrative:
The reported event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot.

Event description:
Patient had a total hip on (B)(6) 2015 following implantation patient developed a proximal femur fracture. A revision surgery consisted of taking stem and head out and securing fracture with dall miles 2.0 beaded cables. The surgeon reimplanted stem with a new biolox 2.5 head.